Manufacturer narrative:
(B)(4). The device was not returned to physio-control for an evaluation since there was no allegation of a product malfunction. Based on the available information, physio has concluded that the reported issue was due to a use error. The device user did not turn the device sync function back on in preparation for the second synchronized defibrillator shock. As a result, an asynchronous shock was delivered to the patient that converted the patient¿s ECG rhythm to ventricular fibrillation. As a follow-up to the reported event, physio has offered to provide the device users with additional training on the use of the device. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device was being used to provide synchronized cardioversion to a patient. The user delivered one synchronized shock to the patient and the patient did not convert. The user then forgot to select the device's synchronized cardioversion option and delivered a regular shock to the patient in error. This incorrect shock put the patient into ventricular fibrillation. The user delivered several additional shocks to the patient and performed CPR in an attempt to resuscitate the patient. The resuscitation attempts were unsuccessful and the patient is deceased.